Event description:
The complainant stated that the caster swivels when the bed is in brake.

Manufacturer narrative:
Repairs have not been completed. A f/u report will be sent once the repair is complete.